Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/30/2019. Despite repeated attempts, the customer could not be reached to discuss the state of this ventilator.

Event description:
The field service engineer reported a ventilator in which air, exhalation and oxygen flow sensor was found to be defective. There was no patient involvement.